Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. Log files were submitted downloaded and data from the event date of (B)(6) 2025 was reviewed. The log file captured a low voltage hazard alarm on (B)(6) 2025 from 08:16:09 to 08:16:11 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering alongside known working test heartmate equipment and a mock circulatory loop for several days without any issues or atypical alarms produced. Additional information provided communicated that the ac power cord did not become loose at the wall outlet or from the back of the unit. It was also noted that it was not known if there were any environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 15sep2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: a small cut was observed on the outer jacket of the mpu patient cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to the hospital's mobile power unit (mpu). The mpu alarmed with no visual or audible alarms noted on the system controller. The staff noticed that there were no green arrows illuminated, and the pump appeared to be off. The patient connected back to battery power and the system controller appeared to show as if it was not connected to a patient, showing "charging" on the screen and then would give parameters numbers then go back to "charging". The green arrows were faintly illuminated (all lights in the room had to be shut off to notice this). The log files were reviewed and captured low voltage hazard events while using the mpu. It appeared the mpu lost total power enabling the emergency backup battery (ebb) until power was restored to the mpu. The driveline was disconnected on 04apr2025. There was nothing unusual seen in the log file or anything mpu related prior to the driveline disconnect and system controller exchange. The driveline disconnect on (B)(6) 2025 was due to a system controller exchange. The ac power cord did not come loose at the hospital wall outlet or from the back of the unit. The issue was resolved with the system controller exchange. There was no patient consequence due to the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.